Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, moisture corrosion was found in the battery compartment. No damage was found to the battery cap or compartment the battery cap was able to attach securely to the pump. The pump failed to power on. The pump case was cracked near the top right corner of the display. A leak test was performed and failed due to a leak in the crack in the case. The pump was opened to find moisture damage inside the case. The no power to the pump was found to be due to the moisture damage. Unrelated to the original complaint, the display lens was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.